Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were "not feeling anything" and that the device didn't seem to be doing anything for them. Caller stated they were looking at the [manufacturer] website and wanted to know if it was okay for them to increase stimulation on their own. Caller stated they have increased stimulation before, but ins "hasn't been doing much for me". Caller wasn't able to give a timeframe for when ins started not working for them, but caller did say that ins worked "a little" at first, and then has worked "less and less" since. Caller stated the last time they increased stimulation was around 6 months ago. Caller increased stimulation, caller did have to decrease stimulation and was then able to confirm they were at a comfortable level of stimulation on the call. Caller asked what next steps were. Patient services reviewed stimulation and program options. Caller stated they would "play around" and try some different things. Caller mentioned that they had an appointment with healthcare provider (hcp) today ((B)(6) 2023) and hcp mentioned that they could put in a "more sophisticated unit" if callers current ins continued to not work well for caller. Caller also mentioned their next appointment will be in 6 weeks with hcp. Patient will maintain stimulation level and will continue to track symptoms. Additional information was received from a healthcare professional (hcp). The hcp reported that to clarify the statement "the device was working less and less" it was meaning that they were not feeling stimulation at all. It is unknown if the cause is due to normal battery depletion. The cause of the device not working is unknown. Replacement was discussed with the patient, but they want to just try medication at this time. The likely cause of the patient not feeling anything is an old battery. The plan is to reassess in six months. The issue is not resolved, but no further action at this time. Additional information was received from the patient. It was reported that the patient called back and reiterated that the therapy hadn't been helping their symptoms at all, that it wasn't controlling their bladder, so they hadn't been using it for the last 3-4 months. Patient stated even from the very beginning it never really controlled their bladder, that it helped a little with their flow in the beginning but then not at all. Patient stated it started helping "not at all" maybe 6 months ago. Patient had called patient services because they kept getting device not responding. After troubleshooting with the patient it was determined that the patient had been on the wrong side and once they placed the communicator over the implant site they were able to connect to see their settings. The therapy was on. External devices were functioning as intended. Patient stated they'd been on the same program for awhile and it wasn't doing anything even after increasing. Patient services reviewed stimulation and programming considerations and the patient opted to switch to a new program. Patient switched to a new program and began to increase the stimulation. Patient stated they weren't feeling the stimulation at 4.0 v but kept increasing and stated they started to feel something but it was at the ins site in their butt, not in the bike-seat. Patient denied having had any falls or traumas that would have led to the issue. Patient services redirected the patient to follow up with their health care provider (hcp) to check the implanted system and discuss programming considerations. Patient stated they would leave the stimulation level where it was for now and monitor their symptoms and noted they would call their health care provider (hcp) to monday to set up an appointment. Patient stated hcp had told patient in the past that they should be in mdt's hands now. Patient services reviewed the role of patient services and the representative with the patient and provided the patient with the national answering services number if the hcp wanted the patient to meet with a rep at their office. Documented reported event. No further action was taken by patient.